Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the flexvision pc was turned off. The review of system log file indicated flexvision pc malfunctioned, and the host pc was unable to establish a connection with the flexvision-pc. The fse replaced flex vision pc, including the hard drive of the removed unit. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the flexvison pc failure and identified a dead cmos battery. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.